Manufacturer narrative:
Other text: b5: additional information received at smiths medical 01-aug-2021: no patient involvement with these pumps. H6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found a scratched lcd lens. The customer stated problem was not duplicated. Testing was performed, the device found no issue with upstream occlusion and found no evidence of the failure in the event history log. However, fluid ingression was found on chassis assembly. Therefore, replaced the upstream occlusion sensor as a preventive measure. The cause of the reported problem could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump had a bad upstream occlusion sensor. No adverse effects were reported.